Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp. The prod is not sold in the USA but it is similar to a prod which is sold in the USA. Resistance test was conducted on both inspiratory and expiratory heater wires using a multimeter. Results: resistance of the inspiratory heater wire was beyond the given upper limit. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: high resistance is usually associated with improper pinning of the heater wires. The pinning machines in our production line were replaced recently to improve the pinning process. The defective device was produced prior to the replacement of the pinning machines. We have received other complaints of defective heater wires with an occurrence rate of approx 0.0022% worldwide for the last yr.

Event description:
A hosp reported to our distributor that the electrical conduction of rt204 adult breathing circuit heater wire was found to be defective. This was found prior to use. No pt consequence was reported.